Event description:
It was reported that this right atrial (ra) lead was undersensing on the presenting electrogram (egm). Technical services (ts) advised for the patient to follow up with cardiology to evaluate the ra lead. Ts also sent an email to the local team. This lead remains in service. No adverse patient effects were reported.